Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Device product code - is unknown as item# was not provided.

Event description:
It was reported that the cord ripped and wires were exposed. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event was recorded by zimmer biomet under (B)(4). Functional testing of the returned product identified the connection of the adaptor pug was loose and would not stay charging. Visual examination for no further damage (no exposed wires found). Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s). However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
Evaluation of the device revealed no exposed wiring. This event is therefore not reportable.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be completed. This medwatch is being filed to relay corrected information.

Event description:
No additional event information.